Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed electrical safety test during preventive maintenance.

Event description:
It was reported that the arctic sun device failed electrical safety test during preventive maintenance. It was also reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on 21feb2023, no patient affected. The device was tested before patient application. Per follow up information received via email on 14mar2023, no patient affected.

Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is due to a failed chiller. The device was evaluated upon receipt. The device failed calibration due to a current shunt being detected when performing electrical safety test. The device was sent to cornella depot for further evaluation. At cornella, it was found that the device would not cool water due to a failed chiller. The device was sent to crawley for further evaluation and potential repair. At crawley, the unit was found to not cool. A failed chiller pump was also found to have contributed to the unit not cooling. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.